Event description:
It was reported that the asymptomatic patient presented in-clinic during a follow-up. Upon review of stored electrocardiograms, the patient's cardiac defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were discussed and implemented successfully. The patient was stable before, during, and after the reprogramming, and left the clinic in good condition.